Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 52 mg/dl. The customer treated high blood glucose since yesterday with the insulin pump and now that her blood glucose was low 52 mg/dl and treated with a chocolate chip cookies. The customer declined troubleshooting for the high and low blood glucose. Customer had issues connecting the sensor to the pump lost sensor signal alert. Customer continued to troubleshoot for the issues she is currently experiencing with the current sensor. Customer stated that, the transmitter was not flashing when connecting transmitter to the sensor. Customer also reported a bent sensor cannula. Customer inserted a sensor last night and has not been able to connect the sensor to the pump. Customer stated that, the transmitter is not flashing when she connects the transmitter to the sensor. Customer stated that, the transmitter led blinked on and off when it was disconnected from the charger. Customer will return both sensors and receive replacements when they return to stock. Customer advised to monitor the pump and call back if additional assistance is required. The device will be returned for analysis.